Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the patient did not receive transmitter end of life alerts. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.